Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012862201 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error pss2000 (catheter electrical current error). Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed failures on step(s) #1, 7, 11 and 17 of the test. During inspection of the shaft segment, an el ectrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. In conclusion, the reported issue (pss2000 (catheter electrical current error)) was confirmed through analysis. The catheter failed return inspection due a charred electrode wire was observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. The physician adjusted the positions of the catheter and wire, but the issue was not resolved. The catheter interface cable was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.